Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor caused the patient chest pains when doing the transmission. No troubleshooting taken. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.